Manufacturer narrative:
A ge service rep performed an on site investigation. The low voltage power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had a generator and communication error messages. No pt injury was reported.